Event description:
It was reported that an infusion set was deployed or connected incorrectly, the cartridge became dislodged from the ilet pump, and the user administered multiple meal announcements while experiencing blood glucose above 400 mg/dl before subsequently dropping, associated with the infusion set/cartridge component. Symptoms included hyperglycemia and anxiety. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with improper or incorrect procedure related to the infusion set/cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user requested additional education on the algorithm and insulin-on-board control. Report number 3019004087-2026-32241 has been submitted for using meals as corrections.